Event description:
On (B)(6) 2012, it was reported that the patient was admitted to a hospital with a diagnosis of diabetic ketoacidosis on (B)(6) 2012. She said that the patient's physician advised the patient to discontinue use of the pump as it may have been related to the hyperglycemia. The reporter stated that she was unable to provide details of the events leading to the hospitalization, blood glucose values, symptoms, treatment, condition of the infusion set, or pump history. She mentioned that she was driving at the time of the contact. Customer technical support instructed her to call back when she was available for a follow up discussion and for trouble shooting the pump; multiple attempts were made to reach the reporter for additional information. At this time, there has been no further contact with the reporter. This complaint is being reported because there is a non-specific allegation that the pump caused or contributed to the adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.